Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any further issues arose, which they understood and acknowledged.